Event description:
Two black curly hair found inside tray.

Manufacturer narrative:
On 9/21/2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the product could not be analyzed because it was not returned. Device history evaluation - a review of the DHR indicates the kit was assembled to specifications at the time of manufacture. Conclusion: a root cause analysis could not be performed because the device was not returned for evaluation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.